Event description:
It was reported that the pt experienced telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. Pt compliance was the primary reason for overdischarge. Stimulation was last felt 2 to 6 months ago. The pt could not adjust stimulation, and the display showed a "call your doctor" icon. A power-on-reset (por) was reported. The pt was unable to recharge, and the por could not be cleared. The pt was scheduled for a battery replacement on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient did get a replacement ins (the restore prime) implanted in (b)(6. The pt was getting effective therapy. There was nothing wrong with the explanted ins; the patient let the device over discharge three times due to compliance.

Manufacturer narrative:
(B)(4).